Event description:
It was reported that during a laparoscopic hysterectomy procedure the blade was broken at the beginning of surgery. No further information is available. No patient consequences reported. Procedure was completed with same like device.

Manufacturer narrative:
(B)(4). The device was received with the I-blade upper tip fractured and slightly lifted, the upper jaw detached and not returned. In addition the device cable was cut off. Due to the returned condition, functional testing could not be performed. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the jaws and I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.